Manufacturer narrative:
Date sent to the FDA: 03/23/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted a portion of the mesh was excised because it was not affording any strength to the repair. It was reported that the patient experienced pain. No additional information is provided.